Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if the device is returned and analysis is completed, this report will be updated.

Event description:
It was reported that this pacemaker had been implanted for almost four years, however the remaining battery longevity was displayed as less than three months. Device data was sent for analysis which revealed the power consumption was higher than expected. Device replacement was recommended. Subsequently, the device was explanted and replaced. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not been returned for analysis. Should additional information become available, or if the device is returned and analysis is completed, this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker had been implanted for almost four years, however the remaining battery longevity was displayed as less than three months. Device data was sent for analysis which revealed the power consumption was higher than expected. Device replacement was recommended. Subsequently, the device was explanted and replaced. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.